Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not properly plugged in. The battery out limit alarm could not be confirmed due to the blank display anomaly. The insulin pump was received with cracked display window corners, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 296 mg/dl. Customer states that the insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.